Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately detected a ventricular tachycardia (vt) rhythm as supra ventricular tachycardia (svt) following a rhythm change. It was noted that the wavelet inappropriately withheld vt detection. The ICD remains in use. No patient complications have been reported as a result of this event.